Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with elecsys ft3 assay, elecsys ft4 assay, and elecsys vitamin d assay on a cobas 8000 cobas e801 immunoassay analyzer. The initial results were considered unbelievably high results as they were above the measuring range and were accompanied by a data flag. The repeat results were within the normal range. No values were provided. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The ft3, ft4, and vitamin d reagents' lot numbers and expiration dates were not provided. The customer mentioned that during the routine operation, the instrument issued an alarm. The field service engineer found damaged pinch valve tubes. He replaced the pinch valve tubes and a couple of the pinch valves. He then performed an instrument check and the instrument was performing within specifications. He also performed qc and it was acceptable. The root cause was due to damaged pinch tubings (component issue). The service actions (replacing the pinch valve tubes and a couple of the pinch valves) resolved the issue.